Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 230 mg/dl. Reportedly, the customer did not have a method of backup insulin therapy and declined follow-up to ensure backup therapy was obtained.